Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the clip failed to release from the delivery catheter during the deployment cycle. The procedure was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure. Attempts to obtain additional information regarding additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the clip failed to release from the delivery catheter during the deployment cycle. The procedure was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. The reported event of clip failed to separate from catheter.

Manufacturer narrative:
A visual examination found that the clip assembly was mashed onto the bushing. The clip assembly could not be deployed and the prongs could not be opened or closed. The prongs were locked into the capsule. The handle was cut from the coil and not returned. The over sheath, sheath grip, and control wire were not returned. The reported event of clip failed to release from the delivery catheter was not able to be confirmed because the handle was cut by the customer and not returned. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the clip failed to release from the delivery catheter during the deployment cycle. The procedure was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.